Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. A 6x40x130 innova¿ stent was selected for use. However, during unpacking of the device, it was noted that the stent was partially deployed. The device was not used in the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an innova stent delivery system (sds) with the stent and yellow safety clip attached. There was no damage or irregularities to the shaft of the device. The safety lock was received attached to the handle when received. The handle was received closed but was opened during analysis for inspection. There was no damage or irregularities to the handle or the components inside the handle, also all the components were accounted for inside the handle. The stent was received 11mm partially deployed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that partial deployment of stent occurred. A 6x40x130 innova¿ stent was selected for use. However, during unpacking of the device, it was noted that the stent was partially deployed. The device was not used in the patient. No patient complications were reported.